Event description:
The manufacturer service technician reported the guide stop was fractured off and missing from the device during a service evaluation at the manufacturer facility. There were no adverse consequences related to this event.